Event description:
The customer reported that there was a file system corrupt error message and the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and caused the system to re-build the file system during boot-up. The system operates as intended.